Event description:
The customer reported the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep can't penetrate, images are flat possible bad image intensifier. A third party fixed the system.